Event description:
It was reported the patient's wife received a result of 131 mg/dl with the accu-chek aviva meter, while the patient was unresponsive, but not totally unconscious. His wife called the emts and they measured a value of 55 mg/dl. This result was obtained on the emts professional meter within 15 minutes after the first result. The patient was unable to self-treat. He was unresponsive for almost 20 minutes. The emts treated him at home. The emts provided intravenous treatment but his wife does not know what was in the IV. He did not go to the hospital.